Event description:
It was reported when using the bd pyxis medstation system, drawer 3.2 failed but not showing up to recover. The customer stated that there was a delay in dispensing medication due to this malfunction since they needed to dispense the medications from the pharmacy, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue was caused by the drawer failure. A field service engineer replaced the drawer retractors on drawer 3.1 and 3.2 to resolve the issue and secured all bus cable connections. The system functioned as intended after the field service engineer troubleshooted the device.